Event description:
Reporter alleged having an "insulin reaction" after taking too much insulin based on the device reading. Reporter stated reading was 400 and then 343 mg/dl prior to dosing 2 units of insulin when "bottomed out." Reporter indicated a relative treated her with sugar and juice and then tested glucose and obtained a reading of 81 mg/dl. It was reported emergency medical technicians (emt's) were called, however, did not test customer's glucose or treat but took blood pressure reading, value not provided. Controls were reportedly used several days prior to the first testing, however, were within range the second time tested them. A request was made for the return of the suspect device and replacement product was sent.